Event description:
It was reported that a patient underwent an initial tka. Subsequently, patient was revised approximately 2 years later due to instability. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. Unknown, articular surface, unknown lot. G2: foreign: australia. H6: proposed component: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: a1; a2; a3; b4; b5; d2; d10; g1; g3; g6; h1; h2; h6. D10: 42522200510, psn asf uc 10mm ve r 4-11 ef, 65918126, 42532007102, psn tib stm 5 deg sz e r, 66127215, 00590103533, hex head screw, 65701872, 20802008001, rosa robotic unit drape, 3462lr1300, 00590102000, female screw, 65499848, 20800000011, fix pin fltd 3.2dx80mm, 65729396, 20800000007, navitracker kt a knee & spine, 051623a3, 20800000010, fix pin fltd 3.2dx150mm, 65999665. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial tka. Subsequently, patient had the femur and poly revised approximately 2 years later due to instability and pain. Attempts have been made, and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6; g1; g3; g6; h1; h2; h3; h6 complaint cannot be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: ¿ no fracture or radiolucency around the components, alignment is normal. ¿ right total knee arthroplasty without radiographic hardware complication. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.